Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, after inserting the monopolar curved shears (mcs) into the sterile interface module (sim), the instrument did not appear as connected on the system. The mcs was removed and the housing was wiped and reinserted. The mcs was briefly recognized and calibration was initiated; however, following calibration, the instrument was no longer recognized and again instrument drive unit (idu) could not be lowered due to instrument not being recognized. The instrument was removed and replaced with a new mcs, after which no further issues were observed. No patient involvement.